Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Other half of tampon stayed inside [foreign body in reproductive tract]. Only half of tampon [device breakage]. When removed tampon there was only half of it [complication of device removal]. Consumer reported via e-mail that she removed tampon and only half of it was there. No serious injury reported.